Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, determined that there was a delay in data crossover. A technical support specialist (tss) stated that the health sight viewer (hsv) and reporting slowness was resolved after engaging the ccf dba team to address database fragmentation. A reindex and optimize job was adjusted from running weekly to running daily. Tss monitored the performance and confirmed that the performance was improved, and no device was going into critical override after etl esr hours were finished. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ es server, experiencing significant delays in patient and order data syncing to stations at their main campus facility. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, experiencing significant delays in patient and order data syncing to stations at their main campus facility. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.